Event description:
It was reported that a patient undergoing a right leg intervention was accessed in the left groin using a 6f sheath. At the end of the case a 6f celt was selected to close the access site. The distal wings were deployed successfully but the physician became distracted and did not hold adequate tension during deployment of the proximal wings. The physician therefore deployed the proximal wings interarterially and then ejected the implant in the artery. Immediate bleeding was noted and manual compression was applied. The physician then elected to access the right groin with a 6f sheath to determine the exact location of the embolized celt and determine whether it was causing an obstruction in flow. It was determined there was no significant flow obstruction and the physician decided to leave the implant in place in a branch of the profunda femoris artery. The right groin was then closed with another celt 6f successfully with no issues. The patient was discharged the same day with no complications.